Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Code 4581, e2402 selected as there is no code available for neurological abnormalities.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient, who was using a closed loop system insulin pump at the time of the event, experienced high cgm reading the day before the event. Before going to sleep at 10:00pm, the patient exercised, ate a pizza, and the cgm reading remained high. It was reported that during the night, according to the sensor, the blood glucose reading dropped very sharply between midnight and 2:00 am and was deep into a hypoglycemic reading between 2:00 am and 6:00 am. In the morning the patient was found unconscious and having seizure by the father. A fingerstick was taken and the blood glucose reading was 2.1 mmol/l, no cgm was reported from this moment. The patient was treated with a glucagon by the mother after which the patient regained consciousness. The patient was eventually taken to the hospital because of persistent not further specified neurological abnormalities and was admitted for 1 night. There was no further information about any other treatment that would have been given in the hospital, but it was stated that the patient had recovered the next day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.